Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed to open. A field service engineer power_cycled the helmer refrigerator and reseated the connections on the door switch, then initiated multiple tests on the helmer refrigerator using the hardware test application, and all tests passed successfully. Fse realigned the ball_bearing cage and installed two new slide bumpers on the slide rails for main matrix drawer 1, also installed one new slide bumper on main half height drawer 6.2 to ensure smooth and stable drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator did not open and contained medications inside. The customer attempted to recover the device, but the system indicated that the refrigerator had been open for too long, even though it was actually closed and locked. The customer also confirmed that the internal temperature of the refrigerator had reached a critical level. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.